Manufacturer narrative:
Block b3, approximated based on the date the manufacturer became aware of the event. Block h6, imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat stricture performed on an unknown date. During the procedure, the balloon popped at 20 mm diameter while pulling back. It was reported that no piece of the balloon detached and fell into the patient. The procedure was completed with the original cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.